Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: choice pt. Guide cath: bright tip 6f, jr4. Balloon material ruptures can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use, or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use and the device was initially pressurized once without incident, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was 75% restenosed and may have contributed to the reported difficulty. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the restenosed stent, such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager nc may have aided with the investigation in determining a cause for the experienced rupture. Based on the reported information that the balloon ruptured during a second inflation, this suggests that the rupture may have been related to circumstances of the procedure; however, without the product to examine, a definitive cause cannot be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rate burst pressure and balloon integrity.

Event description:
It was reported that the target lesion was concentric in the distal right coronary artery, with no calcification and no tortuosity. A 3.5 x 15 rx voyager was used in an attempt to treat in-stent restenosis of a non-abbott stent; however, the balloon ruptured at the second inflation of 10 atmospheres inside the previously implanted stent. There was no damage noted on the restenosed stent that might have caused the balloon to rupture. A new 3.5 x 15 voyager nc was used and the procedure was completed. There was no reported patient effect. Though requested, no additional information was provided.